Event description:
It was reported that prior to starting a Da Vinci assisted surgical procedure, the power cable on the robot was damaged and is no longer connecting to the outlet properly. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. FSE was able to replicate the reported issue. FSE replaced the Power cord to resolve the issue. The system was tested and verified as ready for use.